Manufacturer narrative:
Device evaluation summary:monitor sn (B)(4) was returned to the distributor for evaluation. The evaluation of the monitor confirmed the service code 104/dl code 203. The sd card was unseated, causing the code. The distributor evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. The monitor passed essential performance testing. The root cause of the unseated sd card could not be positively identified.the electrode belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Manufacture datemonitor - 07139360 - 10/30/2015.belt - 59151617 - 02/11/2016.

Event description:
A us distributor contacted zoll to report that a patient was treated by the lifevest. The patient reported that they received the treatment while conscious and asymptomatic. Review of the patient's downloaded flag files revealed that one treatment shock was delivered to the patient. The shock occurred on (B)(6) 2020 at 12:48:47. Due to an sd card fault, the patient's ECG rhythms at the time of the treatments is unknown. The response buttons were not pressed during the event. The response buttons functioned appropriately. The patient reportedly did not seek medical attention and continues to wear the lifevest. As the appropriateness of the treatments is unknown, reporting this event out of an abundance of caution.